Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) failed to deliver shock due to undersensing, causing the patient to have ventricular fibrillation. Programming changes were made. The patient had no consequences.